Event description:
The facility representative contacted baxter on (B)(6) 2010 to report an infusor that had an overinfusion during patient use. The infusor was filled on (B)(6) 2010 with 0.9% sodium chloride, then with fluoruracil (16.66g [gram]) and the total fill volume was 240ml (mililiter). The infusor was stored at ambient temperature, the solution was not filtered and there were no problems observed during priming. There was no forced prime performed. The infusion started on (B)(6) 2010 at 16:00, and that the infusor emptied in three days instead of five days. The flow had been checked after fill. There were no air bubbles observed in the tubing, the flow restrictor was in direct contact with the patient's skin. The patient was connected to the infusor through a catheter located at the level of the chest. There were no hyperthermia with the patient. There was no adverse event, patient injury or medical intervention associated with this report. There was no further complaint information available.

Event description:
It was reported by service report that the fowler will not lower. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
(B)(4). A sample has been requested and has not yet been received at baxter. A follow-up medwatch report will be submitted when additional information or the sample is available and evaluated.

Manufacturer narrative:
(B)(4): the reported condition was not confirmed. The assignable cause could not be determined at this time.